Event description:
The customer reported a leak of approximately 10-20 mls of fluid from the coulter lh 750 hematology analyzer during shutdown. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) confirmed a leak at the lower sheath restrictor tubing which was rubbing on the diff mix chamber. The fse replaced the tubing resolving the leak. (B)(4).